Manufacturer narrative:
H3 other text : the device remains implanted in the patient.

Event description:
It was reported that during an endovascular procedure in a patient the subject flow diverter did not open proximally. It was reported that the anatomy was not favorable for the flow diverter. The procedure was completed successfully without any clinical consequences reported to the patient due to this event. No other information is available.

Event description:
It was reported that during an endovascular procedure in a patient the subject flow diverter did not open proximally. It was reported that the anatomy was not favorable for the flow diverter. The procedure was completed successfully without any clinical consequences reported to the patient due to this event. No other information is available.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was severely tortuous. The catheter tip was not shaped. The physician was not able to deliver the flow diverter device to the target lesion. There was no resistance encountered during navigation of the flow diverter device to the target lesion. The position of the delivery catheter was confirmed by visualizing the radiopaque markers and the position of the flow diverter implant was confirmed between the two marker bands. There was no resistance encountered during the flow diverter deployment. The flow diverter was in a straight cavernous segment when it did not open so the physician cant understand why it didn't open well. A balloon was not used to fully open the flow diverter. The proximal part of the flow diverter failed to open. There was no clinical consequence to the patient due to the reported event. The procedure was completed with balloon remodeling and coiling. An xt27 catheter was used with the flow diverter. The flow diverter was recaptured/resheathed back several times during the procedure. There was no injury/resistance encountered during the procedure. The patient was not put on any medication post-procedure. The size of the flow diverter was appropriate for the treatment site there were no changes noted to the vessel wall at the implantation site. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent failed/unable to open¿.